Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that insulin pump had hardware low level failures alarm during self test. The customer's blood glucose level was unknown. Customer was able to clear the alarm and was able to rewind the insulin pump. Customer also reported that the insulin pump had beep anomaly. Customer reported that they did hear beeps when audio volume settings were saved and did hear the differences between the two audio beep volumes. The insulin pump will not be returned for analysis.